Event description:
(B)(4). Irregular heavy vaginal bleeding, painful abdominal cramping, lower back pain, headaches, weight gain/severe bloating, irritable bowl, constipation, depression/anxiety, vaginal infection, spasms, pelvic pressure, discharge, vaginal odor, passing of large blood clots.